Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a breast augmentation primary with an unknown mentor saline breast implant and experienced postoperative right-sided deflation and capsular contracture baker grade unknown, confirmed by a surgeon. As a result, the patient underwent capsulotomy capsulectomy of the right breast and bilateral explantation and replacement with mentor smooth round moderate profile, left catalog # 3501660 and serial # (B)(4), and right catalog # 3501670 and serial # (B)(4) on (B)(6) 2014. Implantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable.